Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information on event: did the gen11 display any yellow alert screens during the procedure? Yes. What power setting was the generator on? Default-3/5. Was the patient taking any anticoagulants? No. Has the patient undergone any radiation/chemotherapy therapy . No. Does the patient has a known coagulation disorder? No. Has the patient taken any steroids? No. What was the total blood loss? 1.5l. What was the patient's pre-op hemoglobin and hematocrit? I don't know hemoglobin but hematocrit dropped from 41 to 36. What was the patient's post operative hemoglobin and hematocrit? Post op it was 36, 28 hours after surgery it was 39. What is the current patient condition? Stable. Does the account use reprocessed ace devices? No. Does the account have their handpieces repaired? In the past, but not currently. The device used in this incident was not repaired and they have not used repair services for over 1.5 years. Does the account clean the inner rings on their handpieces? Not frequently. Additional information on device: troubleshooting performed by rep after procedure: with a test tip attached, the generator was activated with a footpedal and the generator immediately received a switch error detected (handswitch and footswitch) alert screen.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, as the surgeon went across a 4 to 5mm vessel, the device did not seal the vessel, bleeding occurred. They switched out the generator 4 times and still the device would not seal the vessel. With all four generators they kept getting generator error and switch error. The rep was called into the room and the changed the disposable device out. Still the device was not sealing the vessel. The case was converted to an open procedure and the bleeding was controlled with an el5ml and silk tie pop-offs. The patient lost one and a half units of blood and was given four units of blood. The patient in currently in ICU but stable.

Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. However, there was a serial number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.